Manufacturer narrative:
Analysis found that visually, the distal tip of the inner cutter broke off which would have resulted in the reported event. The breakage occurred at the first proximal tooth valley. The portion that broke off measured approximately 0.24¿ in length. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 3rd proximal tooth while moving in a ccw direction which resulted in the observed break. The expanded tip outside diameter had a machined / turned finish. There were no signs of bends or concentricity issues. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. Fdm:4118, fdr:3233 and fdc:11 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of the inner blade sheared out and fell into the patient during a functional endoscopic sinus surgery (fess). The loose piece was recovered and the sinus was flushed out to ensure that all pieces were retrieved. There were no broken pieces left inside the patient's body. There was no intervention planned or performed as a result of this event. There was no delay with the procedure and the case was completed using a back-up device. There was no patient impact.